Manufacturer narrative:
(B)(6) (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: 1. Transforaminal thoracic lumbar interbody fusion, left approach, t6-7; 2. Posterior spinal fusion with instrumentation, t6-7; for a pre-op diagnosis of: t6-7 disc herniation with positive discogram, degenerative disc disease and discogenic pain at t6-7. Per-op notes: c-arm was used to localize the levels radiographically and incision through skin and sub-cutaneous tissue was made down to spinous process. Pedicle screws were placed at t6 and t7 anatomic landmarks. Disc was removed and decompression was achieved. Using rhbmp-2/acs set with one sponge, a peek cage was utilized and some bone chips were placed along some allograft chips in the disk space. Following this contralateral lamina and facet were decorticated and remaining rhbmp-2/acs was placed on this side with local bone and allograft. 3.5cm rods were used to connect screw implants. No complications were reported during the procedure. On (B)(6) 2012, patient underwent procedure for removal of instrumentation, t6-7; for a pre-op diagnosis of retained instrumentation with local pain, status post t6-7 fusion.